Event description:
Legal representative reported left side "recall, including burning sensation, local pain, swelling, and recurrent episodes of mastitis, with significant physical and emotional discomfort, gel bleeding intracapsular granulomas." Patient later reported s"eroma and capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, inflammation, edema, gel leak, granuloma, anxiety-product/procedure, seroma, capsular contracture baker grade unknown.

Event description:
Patient's representative reported left side "recall, including burning sensation, local pain, swelling, and recurrent episodes of mastitis, with significant physical and emotional discomfort, gel bleeding intracapsular granulomas." Patient later reported "seroma and capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6